Event description:
A (B)(6) male patient called zoll customer support to state that, after a severe thunderstorm, his battery charger would not power on. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger/modem was unable to power on. Electrical damage was discovered on multiple power supplies on the bedside board. Additionally, programmable logic device u1003 on the c/a board was defective. The root cause for the electrical damage and defective components could not be positively identified, but it is likely that the damage was caused by a power surge in the thunderstorm that was described by the patient. No adverse event resulted from the defective battery charger/modem. The patient was fitted with a replacement charger/modem.